Event description:
The catheter was not able to move back and forth over the guide wire at lesion. The catheter and the guide wire were successfully withdrawn to outside the patient body without any damage to the artery. Catheter use was discontinued for the remainder of the procedure. A second eeg catheter was used and functioned as intended completing the procedure.

Manufacturer narrative:
Physical examination of the returned product: the catheter distal shaft and inner lumen were punctured. The core wire was kinked. A 0.014" mandrel could be threaded from the exit port to the tip without any difficulty even though the lumen was damaged. However, when threading the mandrel from the tip towards the exit port, the mandrel exited through the hole in the inner lumen/distal shaft instead of at the exit notch. Conclusions: there is no evidence found to suggest the catheter was not manufactured to specification. If the catheter is not held straight while threading over the guide wire, there is a possibility of puncturing the inner lumen. The IFU states that the catheter must be held straight when threading over the guide wire. Due to the wall thickness of the inner lumen, failure to follow the IFU can lead to a puncture of the inner lumen. Although there was no patient injury due to this event, causing removal or exchange of the guide wire (wire position lost), or guide catheter would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. (B)(4).